Manufacturer narrative:
On (B)(6) 2019 arjo has been informed about the event with the involvement of arjo citadel plus bed that has occurred in the university of (B)(6) medical center in the us. It was reported that the bed's safety side rail broke and the patient fell out. As a consequence the patient sustained bruises. After this event, the facility staff placed the patient on another bed and the defective one with broken safety side rail was removed from use. Inspection of the citadel plus carried out by arjo representative revealed that the safety side rail cover detached (almost fully) from the safety side rail mechanism. Additionally, during the interview with the facility staff on (B)(6) 2019, it was reported that the patient was trying to get out of the bed applying the force on the safety side rail cover. In the arjo technician opinion, the patient putting all of his weight on the safety side may cause its physical damage. The safety sides itself are not intended to be used as a support lever, they have been designed to prevent a fall of a patient lying on the bed. The product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient safety: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", "(...) Caregivers should assess risk and benefits of side rail use (including the entrapment a patient fall from bed) in conjunction with individual patient needs and should discuss use or non-use with patient and/or family. " "caregivers should always aid the patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (...) " based on the information gathered, it can be concluded that too much force applied to the safety side rail cover could cause that this plastic component started to bend out of the bed and detached partially. As a consequence, the patient leaning on the safety side rail fell to the floor. It needs to be pointed out, that manufactured citadel plus beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Summarizing, the citadel plus bed was being used for patient care at the time of the incident and played a role in the reported event. The safety side was reported to detach from the bed's frame and from that perspective the citadel plus bed did not meet the manufacturer's specification. This malfunction occurred when the patient was trying to get out of the citadel plus bed. Although there was no injury sustained the complaint was decided to be reportable due to the allegation of patient's fall.

Event description:
On (B)(6) 2019, arjo has been informed about the event with the involvement of arjo citadel plus bed that has occurred in the university of (B)(6) medical center in the us. It was reported that the bed's safety side rail broke and the patient fell out. As a consequence the patient sustained bruises. After this event, the facility staff placed the patient on another bed and the defective one with broken safety side rail was removed from use.